Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power and failed to turn on despite multiple restart attempts. Also, customer stated that the rss showed the station as offline, and there were no power or network issues on site. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) reported that the root cause was identified as a shorted drawer controller printed circuit board assembly in drawer 4, sub drawer 1. The fse replaced the controller and replace the solenoid only if it was found to be failed or electrically shorted. The fse restored system power and verified that the drawer was fully functional and communicating normally. The fse confirmed that the unit was returned to service. The system functioned as intended after field service engineer repaired the device.